Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
A patient reported that her ¿immune system is getting worse and worse (whole body pain, allergies, fatigue and several other issues", which are not related to the device. Patient has right side capsular contracture, baker grade iii. Device has been explanted.